Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after clip deployment, difficulty was encountered during device removal. To aid in device removal, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, which released the device from the tissue tract. When the device was removed, the clip was noted deployed in the intended location and hemostasis was achieved. There were no reported adverse pt effects. No add¿l info was provided.